Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and battery did not last along. No harm requiring medical intervention was reported. Troubleshooting was successfully performed. However; the customer will discontinue the use of device.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Pump error 117 (active insulin cleared) (B)(6) 2022 13;01:34:000 pm due to moisture damage on electronics assembly. However, the history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. Detailed trace analysis did confirm charge battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.5v for consecutive 240 minutes. Pump error 55 was confirmed on download history on (B)(6) 2022 13:01:33:000 pm. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack cba1, pcba2, motor and battery tube. Unit received with fading serial number label and cracked case at belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was not confirmed for pump error 55 alarm, charge battery alarm and pump error 117 due to moisture damage at electronics assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.